Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles inside the blower kit and noted blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed fluids fail contamination and destroyed/cut power connector. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles inside the blower kit and noted blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed fluids fail contamination and destroyed/cut power connector. The device was scrapped by the service center after the evaluation was completed.